Manufacturer narrative:
Us18008724 initial report upgraded at fu 1 pharmacovigilance comments: the serious event of granuloma skin and the non-serious events of discoloration, mass, and induration at the implant site were considered expected and possibly related to the treatment. Serious criteria include possible permanent damage/disfigurement to a body structure. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: lot number was not reported. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Event description:
Case was upgraded to serious upon follow-up received 27-jun-2018. (B)(4) is a spontaneous report sent on 04-may-2018, with additional information received on 27-jun-2018, from a physician which refers to a (B)(6) female patient. Fitzpatrick skin type ii-iii. Medical history included a hysterectomy in 2008 and ultherapy on the face with no adverse events reported. She had no known drug allergies. Concomitant products were not reported. Past treatments included kybella to the face with no reported adverse events. On (B)(6) 2017, the patient received 20 ml of sculptra aesthetic (lot unknown) to temples and sides of the face with a 25g 0.5 or 1.5 inch needle and retrograde technique. On (B)(6) 2017, the patient received 20 ml of sculptra aesthetic (lot unknown) to temples, sides of the face, and around mouth with a 25g 0.5 or 1.5 inch needle and retrograde technique. On (B)(6) 2017, the patient received 20 ml of sculptra aesthetic (lot unknown) to temples and sides of the face with a 25g 0.5 or 1.5 inch needle and retrograde technique. On an unknown date in (B)(6) 2017, the patient experienced a bump(implant site mass) at the left pre-jowl area. Approximately 5 weeks later, the patient experienced more bumps and discoloration(implant site discolouration) in the area. On (B)(6) 2018, the patient was seen by the reporter who observed several hard lumps around the mouth with induration(implant site induration). The reporter stated the patient was referred to a plastic surgeon/dermatologist who performed a biopsy, however the results of the biopsy were not provided. It seems to continue and proliferate. The initial report stated the patient experienced granulomas(granuloma skin) around the mouth and cheek areas in (B)(6) 2017, however in the follow up report the events were only referred to as hard lumps/bumps. Treatment for the adverse events were not reported. The reporting physician assessed the events as serious due to possible permanent damage/disfigurement. Outcome at the time of the report: granulomas was not recovered/not resolved. Bumps/ lumps was not recovered/not resolved. Discoloration was not recovered/not resolved. Induration was not recovered/not resolved. Tracking list: v.0 initial report v.1 27-jun-2018: patient demographics, injection details, events, event onset, and reporter seriousness assessment updated. Case was upgraded to serious.